Event description:
Pt is complaining of abdominal pain and tightness in chest while pt was being assisted and put on lp12. While medic was attempting to perform 12 lead. Lp12 went 10-7. The monitor worked intermittently after when the ambulance hit a bump. Pt was treated with no compromise.